Event description:
It was reported that the system would intermittently not complete boot up. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gpos and rtos boards were evaluated and replaced. The system was tested and found to be working as intended and returned to service.